Manufacturer narrative:
Results: the sample was not available for eval. A review of the device history records and material review report database revealed no irregularities during the manufacture of reported lot number 0264416. Conclusions: since the sample was not available for eval, we were unable to determine a root cause for the encountered problem. The engineer notes that the hole in the safety barrel is inherent to product design. (B)(4).

Event description:
The clinician stuck the pt using the bd insyte autoguard product. After removing and retracting the needle, the clinician set it on her tray, drew blood for creatinine and taped the catheter to the pt's arm. The clinician then dropped the syringe, luer-lok access device and the retracted bd insyte autoguard into the biohazard sharps container. The shielded needle became hung up on the flange of the biohazard container. The clinician tapped the end of the safety shield with her finger and the needle came back through the safety shield, puncturing her right index finger. There was no exposure to mucous membranes and the puncture site was washed with soap and water and (B)(6).